Manufacturer narrative:
The technician replaced the siderail to repair the bed.

Event description:
Info received indicates the right head siderail will not latch due to a broken weld on the pivot arm.